Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: test 12 failed during preventive maintenance.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up: investigation outcome. According to the complaint description, during preventive maintenance, test 12 failed. Importantly, no patient was involved. Test 12 is conducted in a non-clinical setting to verify the functionality of the inspiratory valve. A failed test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If the test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed test should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. To address the issue, a replacement inspiratory valve was sent to the end customer. No feedback was received confirming whether the replacement resolved the problem. As no additional communication or complaints were received, it is assumed that that the issue was likely resolved. Hamilton medical considers this case closed.